Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a procedure on (B)(6) 2012. According to the complainant, the device broke into two parts after being deployed inside the patient. Another basket was used to remove the detached device fragment. No laser was being used during the procedure. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a procedure on (B)(6) 2012. According to the complainant, the device broke into two parts after being deployed inside the patient. Another basket was used to remove the detached device fragment. No laser was being used during the procedure. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a procedure on (B)(6) 2012. According to the complainant, the device broke into two parts after being deployed inside the patient. Another basket was used to remove the detached device fragment. No laser was being used during the procedure. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Analysis of the returned stone cone retrieval coil revealed the blue green heat shrink was torn from the cone and the distal end of the device. A small section of the heat shrink was received separately. The cone itself was not detached. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.